Event description:
Customer reported that pt developed post operative infection. Pt had a left pectoralis tendon repair in 2003 and presented one day later with fever and chills; no treatment was provided. Attending reported that the wound was in good condition without drainage. The family physician treated the pt with augmentum for 6 days post op with no improvement. Nine days following surgery purulent drainage was observed at the wound. The pt was admitted for c&s, irrigation and IV antibiotics. Outcome is reported as no loss of function.